Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the stent implant was returned for analysis. Testing could not be performed to confirm the reported dislodgment as no catheter was returned. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as the device interacted with the difficult anatomy and previously implanted stent causing the reported failure to advance. During attempts to advance through the previously deployed stent, the sierra stent became caught on the proximal edge of the previously implanted restenosed stent causing the reported stent dislodgement. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use (IFU) states: the xience sierra stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In this case, it appears the reported IFU deviation directly caused or contributed to the reported complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a restenosed previously stented lesion in the left main where the stent was undersized and under deployed for the lesion size. The lesion and stent were pre-dilated with a non-abbott balloon catheter. The 3.50x15mm rx xience sierra stent delivery system (sds) was advanced however met resistance with the anatomy and the previously deployed stent. During attempts to advance through the previously deployed stent, the sierra stent became caught on the proximal edge of the stent and dislodged. The sds was removed and a goose neck snare was used to retrieve the dislodged stent. There was no damage noted to the previously placed stent. Another 3.50x15mm sierra stent was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.